Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, missing assessed,, as inconclusive. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: particles, particles was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted and replaced with a non-allergan device.